Manufacturer narrative:
Correction: section h manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found that the half-height auxiliary drawer 3-1 was not registering on the bus, while all other drawers and pockets were functioning incorrectly at that time. Drawer 3-1 was removed from the auxiliary chassis, and the rear components were inspected. No damage was found, and all cables were reseated. After reinstalling the drawer into the auxiliary chassis, the pyxis bus cable was reconnected, and the station was restarted. Escort logged into the station and confirmed that drawer 3-1 was functioning properly, with no failures or issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failure. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failure. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.